Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product was provided for investigation. An external visual inspection was performed and shows major damage. External visual inspection failure says it is usb connector damage. Receiver charge and boot was performed and failed. Speaker/vibrator resistance was performed and passed. An internal visual inspection was performed and passed. Performance data was reviewed. An alert/ notification settings issue was not found within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.